Event description:
An occlusion alarm was reported, and there were multiple previous occlusion alarms reported. The customer confirmed that their blood glucose level exceeded the threshold, with a specific value unknown, displaying as "high." To address the high blood glucose, the customer self-administered a correction injection. The issue was resolved by changing the infusion set and cartridge and resuming insulin therapy. However, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.